Manufacturer narrative:
(B) (4).

Event description:
The patient was released from the hospital following implant of the pump. She passed away later that evening. An autopsy was to be completed. Further information is being requested from the hcp.